Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-00855. Concomitant medical products: vng unv 5in1 tib trl 71/75x14 item# 32-483844 lot# 046190. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, after the surgery, the tech noticed that there was a piece fractured off of two of the tibial trials. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, and h10. Visual examination of the returned products found they exhibit signs of repeated use (nicked or gouged) and a piece has fractured off the tops. The trial also has a wedge fractured off of the bottom. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Both of the devices have a potential field age of nine plus years and exhibit signs of repeated use. The reported event is attributed to wear and tear of the devices from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.